Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via the review of an autologs report which revealed a gradual decrease in power consumption and operating flow beginning on (B)(6) 2020 leading to parameters below normal operating range. Multiple low flow alarms have been recorded since (B)(6) 2020. Raw controller log files were not available for analysis. The reported outflow graft occlusion event could not be confirmed due to insufficient evidence. Of note, it was reported that a computerized tomography (CT) scan revealed an outflow graft occlusion near the aortic anastomosis and that the outflow graft was stented, which correlated with the return to baseline parameters seen in the autologs report. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed, but not limited, to the outflow graft occ lusion. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, brand name: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: UDI #: (B)(4). Device available for evaluation? No. Device mfg date: unk. Labeled for single use? Yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with ventricular assist device (vad) low flow alarms and overall decreased power consumption. Computerized tomography (CT) scan revealed an outflow graft occlusion (ofg), approximately 90% near the aortic anastomosis. The patient was admitted, and a stent was placed in the ofg and flow returned to normal. The vad and ofg remain in use. No patient complications have been reported as a result of this event.